Manufacturer narrative:
Evaluation summary: the product lot number was not provided therefore; a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Hematoma in knee [haematoma]. Case description: a spontaneous report was received on (B)(6) 2010 from the hcp of a patient (initials, gender and age not provided) who experienced a hematoma in the knee and had to undergo two surgeries after starting synvisc. On (B)(6) 2010, the patient's hcp reported the following: the patient received an unspecified number of synvisc injections. According to the hcp, the patient was re-admitted secondary to hematoma to the hospital. The patient underwent a second surgery on (B)(6) 2010. No other information regarding the first surgery or the outcome of the patient was provided. For more information regarding other reports by this reporter, (B)(4). Manufacturer's comment: no further details were received. Further information has been requested.